Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Caller successfully loaded a new cartridge and resumed insulin therapy before contacting technical support, resolving the issue.